Event description:
The pt reported experiencing ketones when he wakes up every week to 2 weeks. He would then bolus through the infusion device and e4 (occlusion) would be displayed. He changed the infusion tubing to resolve the issue. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent a replacement infusion device to troubleshoot. No further information has been provided. It is unknown if the infusion device will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.